Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center the patient's device remains implanted. This is the final report.

Event description:
The company was notified that the patient had repeated otitis media and was prescribed antibiotics (type unknown). After these episodes the patient's electrode lead extruded to the external ear canal. The patient underwent a tympanoplasty surgery in 2006.